Event description:
Customer reports the following back to back results within 10 mins on her advantage system: 409 mg/dl, 220 mg/dl, and 199 mg/dl. No action or inaction taken based on results. No adverse event reported. Requested return of suspect system and replacement sent.